Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump stopped working in the middle of the night. Customer did not receive insulin. Customer stated that the numbers were ramping up without his input. Customer stated that the paramedics were called to treat a low blood glucose of 25 mg/dl. Customer was not taken to the hospital. The current blood glucose reading is 400 mg/dl. Treating with manual injection. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive up and down buttons due to corroded keypad traces. Unable to verify for battery out of limit alarm, ramping numbers or scrolling bar moving. Unable to performed any functional testing due to unresponsive buttons.